Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and both head restraints were found to be cracked. A review of the archive was performed and found that the platform experienced user advisory 44 faults - battery voltage too low during compression (replace battery) and user advisory 18 faults - max take-up revolutions exceeded, thereby confirming the reported complaint. The archive data files show there were multiple user advisory 44 faults (battery voltage too low during compression -replace battery) during the reported event date of (B)(6) 2013. The archive shows that battery (s/n (B)(4)) was fully charged on (B)(6) 2013 and used for five seconds. After that, this battery was left in the device until the reported event date of (B)(6) 2013. During this date, this battery was used for less than 10 seconds and was then removed and replaced with another battery (s/n (B)(4)) which also appeared to not have been fully charged. The platform was run with this battery for less than six minutes. Battery (s/n (B)(4)) was left inside the device until (B)(6) 2013 and then used again for less than thirteen minutes. It should also be noted that during the reported event date of (B)(6) 2013, there were also several user advisory 18 faults (max take-up revolutions exceeded). The archive shows that prior to these faults occurring, there was no load change detected at the load plate and therefore, this likely occurred as a result of either no patient or a patient below the minimum required weight being placed on the platform while in use. Load cell characterization was performed and both load cells were reporting normally, ruling out any issues with the load cells that could contribute to the reported complaint. The platform was also functionally tested with a (B)(6) patient test fixture (lrtf) and all parameters, including device compression depth and device duty cycle, were found to meet specifications. No batteries returned for evaluation, however based on the above mentioned archive data, the cause of the reported complaint was the customer not following proper battery management procedures of daily system checks and battery swap. The archive also shows that low voltage batteries were being used repeatedly on or around the time the faults occurred. Following service of the platform, the device passed all testing criteria.

Event description:
Complainant alleged that during patient use the autopulse resuscitation system did not perform compressions. Complainant also attempted to use the device with a mannequin. Manual CPR was initiated however, the patient expired. It is unknown if rosc was ever achieved. Exact date of death is unknown. Additional details have been requested from the complainant, however no further information has been obtained.